Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, when the doctor tried to incise the duodenal papilla with kd-v411m-0725, the knife wire broke during output. The broken part did not come off and no injury to the patient. According to the reporter, since a slight incision was possible, the operation was completed as it was. Afterwards, when the doctor tried to remove the stone with the fg-v451p device, the papillary incision was too loose to remove the stone from the bile duct and when tried to pull it out while moving the handle part, the basket wire part was deformed, noticed that the part of the tip protruded outside. The stone was retrieved, quarrying completed and no additional procedures or adverse health effects have occurred to the patient. The intended procedure was completed with the same set of equipment with no patient harm, no user injury reported due to the event. This event includes two (2) reports. Report with patient identifier (B)(6) ( kd-v411m-0725-single use 3-lumen sphincterotome v ). Report with patient identifier (B)(6) (fg-v451p single use retrieval nitinol basket v ). This report is for report with patient identifier (B)(6) (fg-v451p single use retrieval nitinol basket v ).

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, the following findings were noted: the product was fg-v451p. The lot number was unknown. The coil sheath and actuator were not sent. The actuator rod had been cut off. The basket wire was partially deformed. There was no abnormality such as a broken guidewire tip. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to deformation of the basket, which may have further been due to the load placed upon it while operation of the device. The instruction manual contains the following descriptions related to the phenomenon of the reported event: "·this instrument has been designed to be used with olympus endoscopes to retrieve stones from the biliary tract. ·determine to use this instrument in preoperative diagnosis, interoperative contrast enhancing, or after papillotomy/papillary dilation from an expert¿s viewpoint. If large, rigid or many stones are retrieved by this instrument, the basket with stones engaged may not be removed from the body cavity. ·using the mechanical lithotriptor (bml-110a-1) or bml handle v (maj-441) may damage the instrument as shown in chapter 11, ¿emergency treatment¿. Use the mechanical lithotriptor (bml-110a-1) or bml handle v (maj-441) with the full understanding that the instrument could become damaged and open surgery may have to be performed. ·never use excessive force to operate the instrument. This could damage the instrument. ·check that no abnormality is detected in the action of the handle. If there is any abnormality, the stone may not be retrieved and/or the basket with stone engaged may become impacted in the body. ·when the basket does not open and/or close smoothly, do not apply force but move the forceps elevator, set the endoscope's bending angle back, or move the position of the basket until the basket opens and closes smoothly. If the action of opening/closing the basket is forced, the sheath may stretch and the resistance in operating the handle may increase. Also, the stone may not be retrieved, and/or the basket with stone engaged may become impacted in the body. ·repetition of stone retrieval will deform and/or deteriorate this instrument. Deformation and/or deterioration may make it difficult to retrieve a stone or could cause the basket with stone engaged to become impacted in the body. If stone retrieval needs to be repeated in a single case, be sure to inspect the action and the appearance before each retrieval. Stop use if any abnormality (e.g., basket wire is cut or sheath is bent, etc.) Is detected during the inspection. ·if retrieval can no longer be performed, determine how to handle the instrument from an expert¿s viewpoint on the basis of the understanding about procedures described in chapter 11, ¿emergency treatment¿. Do not withdraw this instrument abruptly or with excessive force. This could cause perforation, bleeding or mucous membrane damage." Olympus will continue to monitor field performance for this device.